Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is manufacturing. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that on nov 12, the customer started to use the product. Five days later, the customer noticed the pilot balloon was detached from the inflation line. No patient injury. No additional information is available for this complaint.